Event description:
Consumer stated that her mouth became very swollen after use of (B)(6) complete hold denture adhesive cream. The patient did not seek medical attention for her condition. The suspect product was not returned to sheffield pharmaceuticals for investigation.

Manufacturer narrative:
Without lot code information or a suspect sample, it is not possible to conduct a thorough investigation of the complaint issue.